Event description:
It was reported that the patient noticed an alert sound and visited the medical institution. It was also reported that upon device check, it was found that the alert was triggered due to high impedance and noise. The lead will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.